Event description:
A report was received from an eye care professional that a patient was referred to a corneal specialist for evaluation of a corneal ulcer that was not resolving after use of a fortified antibiotic. Requests have been made for additional information, however, the initial reporter has declined to provide any further details.

Manufacturer narrative:
Limited and/or lack of detailed information is known for this event, therefore, it is considered to be serious and reportable as a possible infectious corneal ulcer requiring medical intervention. As there was no product returned or lot information provided, no detailed investigation can be performed. (B)(4).